Event description:
It was reported that the threshold was rising and there was a lead warning due to low impedance. The polarity switch feature changed the polarity of the lead from bipolar to unipolar. During the procedure to replace the lead, it was discovered that the blood vessel has been blocked and it would make a new implant difficult. To avoid the risk the physician decided to continue to use the lead in unipolar mode. The lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.